Manufacturer narrative:
Stryker evaluated the device and verified the observed issue. Stryker determined that the cause of the reported issue was due to an unseated capacitor to therapy pcb cable. Stryker reseated the cable to resolve the issue. After completing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was returned to stryker loaner inventory.

Event description:
Stryker was performing preventative maintenance on a stryker-owned loaner device and observed that the device does not deliver defibrillation energy when shocking. It also displays an "abnormal energy delivery" message. As a result, defibrillation therapy may be unavailable, if needed. There was no patient use associated with the reported event.